Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a thermal damage in the molded insulator on one of the grips. Material appears to have burnt off from the charring that occurred on molded insulator. Common causes of the failure mode thermal damage molded insulator are attributed to mishandling/misuse.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument had a chipped/ missing plastic around forceps tip. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: based on the information provided, no abnormalities were noted with the force bipolar instrument such as a dislodged or misaligned jaw, grip tip sticking out, or inability to straighten the wrist due to physical damage. The instrument and cannula were not removed together, and there was no need to increase the port incision in order to facilitate their simultaneous removal. No additional ports were placed during the procedure. There were also no reports of any piece from the distal end of the instrument detaching or breaking off, nor was any other physical damage observed at the distal end, such as broken or frayed cable or broken jaw. The conductor wire (black cable) showed no visible damage, was not exposed due to insulation failure, and remained intact. No photographic images of the device or video recordings of the procedure are available for review. The instrument has been sent to intuitive surgical (isi) for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.